Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scuffed. A visual inspection was performed and showed the scope to have distal tip damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device was scuffed up. No patient injuries were reported. Back-up device was available to complete the surgery. Delay greater than 30 minutes was reported.